Event description:
It was reported that the patient presented with infection on their implantable cardioverter defibrillator (ICD) system. Therefore, the physician elected to explant the entire system including the device on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.